Event description:
Additional information was received that out of range shock impedance measurements continued. No adverse patient effects have been reported. The physician plans to continue to monitor this patient. At this time, there is no plan to perform further intervention.

Event description:
Additional information indicates that there is a suspected competitor's lead fracture. No inappropriate therapy has been reported. At this time, no plan has been made for intervention.

Manufacturer narrative:
There is no additional information available. If additional information becomes available the event will be updated.

Event description:
Additional information indicates that this system continues to exhibit out of range shock impedance measurements. It was reported that the physician will re-evaluate this patient in the near future. At this time, no further information has been made available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The open lead fault was confirmed; however was determined to not be due to a device issue.

Event description:
Additional information indicates that this patient received two shocks that did not terminate the arrhythmia. Upon interrogation an open fault code was observed. The patient has a competitor's rv lead which is fractured. The patient was to undergo a revision procedure and have the device and lead replaced. No adverse patient effects were reported.

Event description:
Additional information was received that this patient underwent a replacement procedure and this product was explanted and replaced.

Event description:
Boston scientific received information that an alert was issued for this device indicating high shock impedance. A review of daily measurements in latitude revealed that shock impedance had been trending upward and peaked at 125 ohms. No adverse patient effects have been reported. All available information indicates that the device remains in service.

Event description:
Additional information was received that out of range shock impedance measurements continued. Technical services discussed that a lead fracture cannot be ruled out. All available information indicates that the device remains in service.

Event description:
A boston scientific representative was contacted but was unable to provide any additional detail.

Event description:
A boston scientific representative was contacted but was unable to provide any additional detail.